Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the malfunction was duplicated in battery power and was contributed to an open external fuse. The malfunction was not observed in ac power alone. It is important to note that reports of this type do not require a medwatch submission. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.